Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the tingling was not determined. The patient said they had a MRI on (B)(4) 2018. The patient said the symptoms were intermittent. The patient said they turned the stimulator off at night and the tingling stops in the patient's arms and legs. The patient said the symptoms were not resolved, but reiterated that the symptoms were intermittent. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during the weekend of (B)(6) 2018, the patient woke up in the middle of the night because the "current was very fast and course" and they felt tingling in their arms like neuropathic pain but it felt like the stimulation. It was noted the patient was using group d for their left side and the stimulation was not on real high. The patient had not changed their settings prior to this occurring. It was noted this had happened once before but it wasn't as strong. The patient had turned their stimulation off and back on the following day, and then their device was acting normal. Theywere redirected to the doctor to have the device checked. No further complications were reported or anticipated. [Omitted information pertaining to the patient programmer not syncing - see pe# (B)(4)]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is having a MRI that is not related to a problem with their device therapy. The patient stated he has a bone spur in c6 and the patient feels "some extra neuropathic pain" and is thus having the MRI. The patient confirmed it is unrelated to their device/therapy. The patient reports having a CPAP for sleep apnea. The patient reports the spur is pressing on c6 can cause sleep apnea and is another reason for the MRI. The patient also reported he "had it tuned recently... And to put it¿", the patient did not finish this thought. The patient then mentioned "I've been using a machine (CPAP), but the two machines that I have aren't working because I need another one, a different kind that can address the problem". The patient was asked if the patient meant having ins adjusted when he said "tuned recently", but the patient stated no. The patient then stated he sleeps on his back because of the CPAP machine and stated there have been probably 6-7 times intermittently where the patient felt tingling in his shoulders and arms that has been waking up the patient. The patient compared tingling to stimulation sensation. The patient stated the tingling may not be related to their ins, and may just be related to bone spur. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient experienced the fast and coarse stimulation in (B)(6) 2018. The patient said they were asleep on their back and the patient was not aware of anything that may have caused the event. The patient said they have not seen their healthcare provider about the issue. The patient mentioned that their degenerative disc disease is in l4, l5, and s1. The patient mentioned they had a bone spur in c-6 that was not being treated. No further complications were reported.